Event description:
Dexcom was made aware on 04/23/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient experienced a skin reaction with itching, rash, and redness, underneath sensor pod area only, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The patient, who was using the dexcom since 2023, developed an allergic contact dermatitis, and an allergic eczema and is no longer able to use the product. The patient would have been diagnosed with an allergy against irganox, iboa, limonene, and lauryl acrylate. The hcp that reported this complaint reported more complaints and have a general statement of how she treats these complaints with changing the location of the sensor (which does not help for contact allergic eczema) using a cortisone cream, emollient, and barrier product. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).